Event description:
The distal tip of the drill bit (approximately 1cm) broke off in the patient's right elbow, and could not be retrieved without fracturing the right ulna.

Manufacturer narrative:
To date, the drill bit has not been returned for an evaluation. The device was manufactured in april 2005, and conmed (B)(4) records show that this item was purchased by the customer in april 2006. A two year review revealed that there are no other complaints for this lot and item number combination. Lot size is 10 products, and no abnormalities were noted that would lead to this type of failure. The device is sold non-sterile and is reusable. An evaluation will be performed if, and when the device is returned. To date, device has not been returned.